Event description:
It was reported that the pump screen went blank unexpectedly, and the led was not blinking, preventing it from turning on. There was no reported impact to the customer's blood glucose level. Technical support attempted to troubleshoot the issue by prompting the customer to check the power source and perform specific button presses, but these efforts were unsuccessful. Consequently, technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup insulin therapy method. Additionally, the customer was instructed to return the faulty pump using a pre-paid label after putting it into storage mode.